Event description:
The service report shows there was no power fail alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified that there was no power fail alarm. The npb cse inspected the device and replaced the motherboard pca. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.